Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and had a vertical gas breakthrough a scar in the right eye. The rest of the procedure was aborted as surgeon was unable to lift the flap. Surgeon decided to perform photorefractive keratectomy at a later date. No loss of best corrected visual acuity (bcva) has been reported. The patient had no complaints and will come back for photorefractive keratectomy in the right eye.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.